Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported impact to her blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.